Event description:
Customer reported she was having issues with her sensor. Customer stated she had to take it out and it was bent. Customer reported experiencing blood glucose of 400 mg/dl. No further information reported.

Manufacturer narrative:
One opened and used sensor was inspected and the electrode was found bent. The sensor failed per visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.